Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that there was a dissection of the anterior descendant artery after the balloon was inflated to 16 atm. The patient presented with blood flux decreased and pain; therefore, another company's stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, ischemia and angina, as listed in the device risk assessment and the instructions for use, are known adverse effects that are associated with coronary stenting. There was no reported device malfunction. Based on the incident information, a conclusive root cause for the reported complaints cannot be determined; however, the reported patient effects are known adverse effects of coronary stenting and not necessarily a sds quality problem.